Manufacturer narrative:
There is no additional information at this time. (B)(4).

Event description:
A report was received from (B)(6) stating that an ht70 ventilator experienced a malfunction during patient use. The customer reported that the ventilator fio2 was set at 78% and the display was showing 48%. There was no medical intervention or adverse patient event reported.